Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports red, pimply rash encircling the stoma. She states that the rash is not immediately adjacent to the stoma but is directly located under the flange area. The area is about 0.5 inch wide. It is not under the entire mass and not under the tape border but just under the area where the round flange is against the mass. The end user further reported that she consulted with a wound ostomy continence nurse who had the physician prescribe nystatin powder; however the area was not evaluated by the nurse or the physician. She has treated the area using nystatin powder with crusting technique since (B)(6) 2015 with no improvement noticed.

Manufacturer narrative:
The product associated with batch 5f01523 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).